Event description:
It was reported when using then bd pyxis¿ anesthesia station es, the pocket main was dispensing drugs incorrectly. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket main was dispensing drugs incorrectly. The field service engineer ran diagnostics on mini drawer and found that it was functioning properly on hardware test application. The engineer confirmed that no problem was found. The system functioned as intended after the field service engineer investigated the device.